Manufacturer narrative:
Visual inspection has confirmed the device fracture. The hex of the device has been damaged/stripped. The review of the device history record did not provide any indication of a manufacturing deviation that would contribute to this event. The complaint history review found no additional complaints have been initiated against this lot for a similar event. A definitive root cause has not been determined.

Event description:
It was reported that this abutment screw had fractured. The dentist was able to remove all the parts of the screw from the implant. The screw was originally placed in 2010.